Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that the suture anchors were inserted and were in situ. Surgeon was tying knots and on both anchors when seating the knot with the knot pusher the suture snapped so he had to put in a different anchor to finish case. Case delayed by 15 mins. Not able to return device as only suture left and this was disposed of. No injury to patient.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.